Event description:
It was reported that an st segment elevation was noted. During an atypical flutter/ ablation procedure, a versacross access solution was selected for use. The physician performed transseptal puncture using versacross rf wire with a non-boston scientific sheath. St elevation seen on EKG leads 2 and 3 after changing wire for hd grid. Air through sheath was noted. The event was resolved by administrating nitro. The patient fully recovered. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.